Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one was migrating out of tube') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post removal complication"), psychological trauma ("psych injury"), abdominal distension ("abdominal distention/looking 8 months all the time"), hot flush ("hot flush"), migraine ("migraine"), dysgeusia ("bad taste in mouth"), breath odour ("bad breath "), somnolence ("falling asleep") and abdominal pain upper ("stomach hurt"). The patient was treated with surgery (tubes removed, left coil removed on 27-feb and tubes removed, left was removed on 27-feb). Essure was removed. At the time of the report, the device dislocation, post procedural complication, psychological trauma and abdominal pain upper outcome was unknown and the pelvic pain, genital haemorrhage, abdominal distension, hot flush, migraine, dysgeusia, breath odour and somnolence had resolved. The reporter considered abdominal distension, abdominal pain upper, breath odour, device dislocation, dysgeusia, genital haemorrhage, hot flush, migraine, pelvic pain, post procedural complication, psychological trauma and somnolence to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain . Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one was migrating out of tube') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post removal complication"), psychological trauma ("psych injury"), abdominal distension ("abdominal distention/looking 8 months all the time"), hot flush ("hot flush"), migraine ("migraine"), dysgeusia ("bad taste in mouth"), breath odour ("bad breath "), somnolence ("falling asleep") and abdominal pain upper ("stomach hurt"). The patient was treated with surgery (tubes removed, left coil removed on (B)(6) and tubes removed, left was removed on (B)(6) ). Essure was removed. At the time of the report, the device dislocation, post procedural complication, psychological trauma and abdominal pain upper outcome was unknown and the pelvic pain, genital haemorrhage, abdominal distension, hot flush, migraine, dysgeusia, breath odour and somnolence had resolved. The reporter considered abdominal distension, abdominal pain upper, breath odour, device dislocation, dysgeusia, genital haemorrhage, hot flush, migraine, pelvic pain, post procedural complication, psychological trauma and somnolence to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- event medical device removal updated to pelvic pain. New events general abnormal bleeding, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved.event which was missed from frd 20-mar-2020 added - abdominal distention/looking 8 months ,stomach hurt, hot flush,migraine,bad taste in mouth, bad breath, failing asleep, device dislocation and removal surgery details based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one was migrating out of tube') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, menorrhagia and perineal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post removal complication"), psychological trauma ("psych injury"), abdominal distension ("abdominal distention/looking 8 months all the time"), hot flush ("hot flush"), migraine ("migraine"), dysgeusia ("bad taste in mouth"), breath odour ("bad breath "), somnolence ("falling asleep") and abdominal pain upper ("stomach hurt"). The patient was treated with surgery (tubes removed, left coil removed on 27-feb and tubes removed, left was removed on 27-feb). Essure was removed. At the time of the report, the device dislocation, post procedural complication, psychological trauma and abdominal pain upper outcome was unknown and the pelvic pain, genital haemorrhage, abdominal distension, hot flush, migraine, dysgeusia, breath odour and somnolence had resolved. The reporter considered abdominal distension, abdominal pain upper, breath odour, device dislocation, dysgeusia, genital haemorrhage, hot flush, migraine, pelvic pain, post procedural complication, psychological trauma and somnolence to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: placement of tubal occlusion devices. No evidence of extravasation or filling of the fallopian tubes; on (B)(6) 2016: normal hysterosalpingogram. Occlusion of both fallopian tubes. Fluoroscopy time was 30 seconds.. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added. Medical history added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am now e-free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.